Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude me possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-feb-2017: quality-safety evaluation of ptc received. Company causality comment: this medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and physician believes that there is a possibility of perforation (seen as uterine perforation) the reported event is serious due to its medical importance and is listed according to essure's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, limited information was provided. Although the exact mechanism of the reported perforation was not informed, given event's nature causality with the suspect insert cannot be excluded. This case was considered incident, since a serious injury related to essure was reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information is awaited.

Manufacturer narrative:
Further company follow-up with the nurse is not possible. Most recent follow-up information incorporated above includes: on 10-apr-2017: fu1 no patient's information was provided. No fu was possible. Company causality comment: this medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and physician believes that there is a possibility of perforation (seen as uterine perforation). The reported event is serious due to its medical importance and is anticipated according to essure's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, limited information was provided. Although the exact mechanism of the reported perforation was not informed, given event's nature causality with the suspect insert cannot be excluded. This case was considered incident, since a serious injury related to essure was reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information could not be obtained.

Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of uterine perforation ("possibility of perforation") in a female patient who received essure for sterilization. On an unknown date, the patient started essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required). Essure treatment was not changed. At the time of the report, the uterine perforation outcome was unknown. The reporter provided no causality assessment for uterine perforation with essure. Diagnostic results: hysterosalpingogram: devices: 2 essure devices positioned low within the pelvic bowl with asymmetry noted. There is a normal appearing curve on the left essure device. The right sided device has reduced curvature and appears to exit the uterus at a steep angle with relation to the suspected fallopian tube. Left essure device: the proximal end of the inner coil appears to be within 30 mm into the tube from where the contrast fills the uterine cornua. This demonstrates appropriate placement. Right essure device: the coil is positioned with less than 50% of the length of the inner coil trailing into the uterine cavity which would be considered normal positioning. However, given the awkward angle at which the coil exits the uterine cavity and the absence of a normal appearing tubouterine junction, suspect possibility of perforation or displacement with tubal occlusion. Patency: there is no penetration of contrast beyond the essure devices. Additional findings: lower uterine segment demonstrates no anatomic abnormality. There is contrast intravasation with increased filling pressure. These findings were discussed with the attending radiologist immediately following the examination. Impression: 1. Proper position of the left essure device with effective occlusion confirmed. 2. Irregular placement of the right sided essure device without contrast identified within the fallopian tube as described above. There is a potential for a false positive diagnosis of tubal occlusion if the essure coil is perforated or displaced into the uterine body therefore, further evaluation should be made with CT or MRI to confirm right sided coil position within the fallopian tube. If confirmation cannot be made, recommend continuation of alternative contraception or counseling regarding the option to have incisional sterilization. Company causality comment: this medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and physician believes that there is a possibility of perforation (seen as uterine perforation) the reported event is serious due to its medical importance and is listed according to essure's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, limited information was provided. Although the exact mechanism of the reported perforation was not informed, given event's nature causality with the suspect insert cannot be excluded. This case was considered incident, since a serious injury related to essure was reported. The product technical analysis and further information is awaited.